Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 389 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. It was also stated that the insulin pump buttons were not responding. The time on the screen was advancing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the even as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.